Event description:
Patient spontaneously called in to report that her cadd ms3 serial number (B)(4) ((B)(6) 2020) makes her feel sick. Patient feels that the pump is not infusing correctly which is causing her heart rate to drop and makes her feel lightheaded. Md is aware. Pharmacy is sending replacement pump. Error did not cause any interruptions in therapy but did cause side effects for the patient. Patient has a back up pump that she is currently using. Medication is life sustaining. Did the reported product fault occur while in use with the patient? Yes. Reported to (B)(6) by: patient/caregiver. Dates of use: (B)(6) 2018 to current.